Event description:
It was reported to boston scientific corporation that a pulmonary jagwire was to be used during a procedure. According to the complainant, during preparation, after flushing the guidewire, the tip was found to be "broken up". It was reported that the tip had not detached or separated, and no damage was noted to the packaging of the device. The procedure was completed with another pulmonary jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; distal tip detached. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Patient is (B)(6). (B)(4) relates to (B)(4) for the reported event of guidewire tip detachment. Visual examination of the returned complaint device revealed the entire pebax tip of the guidewire was missing, exposing the corewire. The corewire was found to be intact. Based on the condition of the complaint device, it is possible the guidewire came into contact with another device, causing detachment of the distal tip pebax coating. Therefore, the most probable root cause for this event is caused by another device. A review of the device history record (DHR) was performed and no anomalies were found. A search of the complaint database revealed that no previous complaints exist for the specified lot.